Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set; further described as "the blue area would go apart." This issue occurred when disconnecting from a drain bag after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.